Event description:
It was reported that when the surgeon was advancing the introducer the tip of the introducer sheath broke off. It was stated that the surgeon was able to remove the fractured tip of the introducer and the patient tolerated this with no sequelae.